Event description:
A customer reported to baxter corporate product surveillance of a three way standard bore stop cock in which a leak was observed. According to the report, the stopcock cracked when infusing an unknown lipid about 14 hours after the initiation of patient therapy. The facility was not aware that it is not recommended (per label copy) to use lipid based medications with the three way standard bore stop cock. There were no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available. .

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported two occurrences and returned two samples. The samples were received contaminated with blood. Visual inspection revealed a crack in the fluid path port on one of the samples. No visible defects were observed on the second sample. Functional tests were then performed on the returned samples. The cracked sample failed a pressure test at 8psi. The sample was then assembled and the stopcock was rotated with a twist rotation. The unit failed the functional test because a leak was observed. Therefore, the reported condition was confirmed. A label review found that the directions state: not recommended for use with lipids. Hence, the assignable root cause was attributed to off label use/ user error. This issue is being investigated through CAPA.